Event description:
It was reported that during an angioplasty & stenting procedure, stent deployment difficulties occurred. The lesion was located in the crossover of the severely calcified right superficial femoral artery (sfa). The lesion length was 60mm, and was not predilated. During deployment of the epic stent, the stent was 1cm too low in respect to the lesion. Only the distal portion of the epic stent was able to deploy due to the severe calcification at the proximal portion. By introducing a more rigid guide wire, the proximal portion of the stent was then able to be deployed successfully. There was no pt consequence due to this, and the procedure was completed with this device.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for evaluation and the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4)